Manufacturer narrative:
Four opened and or used reservoirs were inspected and anomalies were noted. Occlusion test was performed and no occlusions were noted.

Event description:
It was reported that the customer's blood glucose alarm from her insulin pump. Standard troubleshooting was performed. It was discovered that the customer's reservoir was occluded. A reservoir change resolved the issue. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).